Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was up to 300 mg/dl, 44 mg/dl and current blood glucose level was 456 mg/dl. The customer was treated with tablets and pump. Customer had problem with the pump. The customer was advised to monitor the pump and to call back if further assistance is needed. The customer was advised that if alerts persist to remove and replace sensor. The insulin pump will not be returned for analysis.